Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, 36ncm of primary stability was achieved and the patient presented bone type I.